Event description:
I had my knee replaced with a stryker knee. I need an MRI and need to know if your product is MRI compatible. My replacement was in (B)(6) 2012. Patient reported pain but does not want to pursue and investigation and already had her MRI.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.